Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2 mg/ml hydromorphone at 0.2801 mg/day via an implantable pump for spinal pain and other chronic intractable pain. It was reported that the patient had a pump refill on (B)(6) 2016. At the refill, underinfusion was identified. The expected residual volume in the pump was 6 cc, but the actual residual volume in the pump was 16 cc. This was the first time a volume discrepancy occurred: there were no other reservoir volume issues prior to this. The pump event logs were read and no anomalies were found. A catheter dye study was performed on (B)(6) 2016, and the health care provider was unable to aspirate the catheter. It was reported that the patient maybe wanted the pump and catheter explanted. There were no associated patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.